Manufacturer narrative:
Literature citation: przybylski, r., kosowski, m., bochenek, m., reczuch, k., barteczko-grajek, b., kupiec, a., zakliczynski, m., zimoch, w., blaziak, m., & kuliczkowski, w. (2024). Impella 5.5 and mitral transcatheter edge-to-edge repair as a bridge to heart transplantation in a patient with cardiogenic shock. Polish heart journal, 82(3), 341¿342. Https://doi.org/10.33963/v.kp.98041 g.2 revised as literature was inadvertently omitted from the previously submitted report. H.10 revised as literature citation was inadvertently omitted from the previously submitted report.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported that during support for a 56-year-old male patient, the impella 5.5 stopped due to clot formation. The clot formation was due to improper heparinization of the patient resulting in too low activated partial thromboplastin time. The pump was explanted. There was no patient harm reported.